Manufacturer narrative:
H.6. Investigation: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. DHR could not be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of an unspecified bd autogard catheter experienced a needle that would not retract and was involved in a dirty needle stick injury. Product defect was noted during use. The nurse who received the dirty needlestick received blood testing for hiv. The test results have not been provided at this time. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. We have had a couple of issues with the needles withdrawing and engaging the safety mechanism without even touching the button. We also have had it when pressing the button the needle does not retract. We actually had a dirty needle stick with that issue too. If it would of happened once I would of considered it a fluke, but weird things have been happening with the 22g and 20g catheters.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd autogard catheter experienced a needle that would not retract and was involved in a dirty needle stick injury. Product defect was noted during use. The nurse who received the dirty needlestick received blood testing for hiv. The test results have not been provided at this time. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. We have had a couple of issues with the needles withdrawing and engaging the safety mechanism without even touching the button. We also have had it when pressing the button the needle does not retract. We actually had a dirty needle stick with that issue too. If it would of happened once I would of considered it a fluke, but weird things have been happening with the 22g and 20g catheters.